Manufacturer narrative:
(B)(4). The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified proximal left anterior descending artery that was 75% stenosed. A 2.5 x 8 mm traveler rx balloon dilatation catheter (bdc) was used for pre-dilatation, which was inflated once and ruptured at 6 atmospheres. Resistance was noted with the lesion during advancement. The device was removed and a 2.5 x 8 mm nc trek bdc was used to continue the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.